Event description:
It was reported that the patient went to the emergency room with loss of capture on both the right and left ventricular leads. Both leads were programmed with increased output values. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.